Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently depleting quickly and pump shut off. Customer alleged no battery depletion alarms occurred; however, tandem technical support verified the alerts/alarm in pump history. The customer¿s blood glucose (bg) was 456-500s mg/dl. Customer changed cartridge and infusion set. Insulin injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.